Manufacturer narrative:
F10. Corrected data, initial report: patient code 1994 inadvertently not included. H4. Corrected data, initial report: mfg date inadvertently not included.

Event description:
Generator analysis was performed. In the product analysis (pa) lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activation performed during output monitoring (at a distance of one-inch, spacer block, from the pulse generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 2.898 volts as measured during completion of measured diagvba of the final electrical test, shows an intensified follow-up(ifi)=no condition. The data in the diagaccumconsumed memory locations revealed that 76.120% of the battery had been consumed. The torque wrench was used to install a lab lead into a lab generator, the lead was tightened until click was heard. Lead was verified to be fully inserted. The wrench was then used to loosen the setscrew to remove lead. The torque wrench is functional. There were no performance or any other type of adverse conditions found with the pulse generator. Lead analysis was performed in the product analysis (pa) lab. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device. No other relevant information has been received to date.

Event description:
It was reported that the patient was feeling pain with stimulation. When the output current was turned down or turned off, the patient stopped feeling the pain. The patient's lead and generator were replaced due to the pain and lead fracture. Pre-op diagnostics were noted to show no anomalies; however, during the surgery, the lead was noted to have a fracture. The lead was not accidentally cut during surgery and the lead fracture was noted to have occurred prior to the surgery. The cause of the pain was noted to be due to the lead fracture. Ap and lateral x-rays of the neck and chest were available that displayed complete view of the neck and partial view of chest. Based on the images provided, the feedthrough wires were unable to be assessed, and the generator was located in the middle of the patients left chest at around rib 8. Due to the angle and location of the generator in the images provided, the connector pin-insertion and entire lead could not be assessed. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s low left chest. No obvious fractures were found but a sharp angle was found in the images in location c near the strain relief bend. Further ap and lateral neck and chest x-ray were received. The generator was located in the middle of the patients left chest at around rib 8. Due to the angle and location of the generator in the images provided, the connector pin-insertion could not be assessed. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and chest and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. In the visible portions of the lead, no sharp angles were present. No gross discontinuities were identified in the visible portion of the lead. No other relevant information has been received to date.